Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging that the audio bolus button was under-responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/04/2015 with the following findings: during a visual inspection of the device it was noted that there was damage to the audio bolus button cover. The audio bolus button cover was removed and it was noted that the slug was misaligned and there was contamination present underneath the button contact. Unrelated to the original complaint, it was also noted that all of the buttons on the keypad were unresponsive and there was a crack noted below the bumper pad on the battery compartment.